Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opening during deployment. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). The first mitraclip was deployed without issue. During deployment of the second mitraclip, after the lock line was removed without resistance, the second mitraclip opened approximately 20 to 25%. The physician did not follow the instructions for use (IFU) as he did not turn the arm positioner to the closed side of neutral after the lock line was tested; the arm positioner was left in the neutral position. After the clip opened 20 to 25%, the physician was able to close the clip and challenged the lock twice by turning the arm positioner towards the open position. The clip stayed closed and the clip was successfully deployed following IFU. Mr was reduced to grade 2. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported mechanical issue (clip open - locked) appears to be related to the user error. It should be noted that the device instructions for use states turn the arm positioner to the closed side of the neutral position. The reported improper or incorrect procedure appears to be related to the user error. There is no indication of a product quality issue with respect to manufacture, design or labeling.